Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced low blood glucose readings approaching 70 mg/dl over the past couple of nights while using the ilet for a couple of months, with no recent changes to targets, weight, or settings, and after a recent fill tubing event during which the user disconnected; the user also reported having a cold. Symptoms included hypoglycemia. Outcomes included user self-management at home with troubleshooting and education completed and no hospitalization. Investigation included customer interview and case review. Investigation of this case revealed no device malfunction reported and no identifiable contributing device factor, with potential physiologic susceptibility due to intercurrent illness and recent disconnection during fill tubing not establishing a causal link. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.